Manufacturer narrative:
Correction: manufacturer report 2938836-2017-30723, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
Prior to implant, loss of radio frequency (rf) telemetry communication was observed. Multiple connection attempts were performed without success between the rf antenna and the telemetry wand. The device was exchanged and the patient was in stable condition.